Event description:
It was reported that 20 bd posiflush¿ syringes were found damaged before use. The following information was provided by the initial reporter, translated from chinese to english: "on september 6, the customer found that the package of 20 products was damaged when he received the products. He picked out 20 products (all with the same batch number) from three boxes."

Manufacturer narrative:
H.6. Investigation: 20 samples were received for investigation. They came in a shelf box, a visual inspection was performed. The packaging flow wrap is not properly sealed from one end to the other one. Both ends are properly sealed. No other damage or defect was noticed. Possible root cause, packaging flow wrapper. This is an equipment process variation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd posiflush¿ syringes were found damaged before use. The following information was provided by the initial reporter, translated from chinese to english: "on september 6, the customer found that the package of 20 products was damaged when he received the products. He picked out 20 products (all with the same batch number) from three boxes."